Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia after announcing a smaller-than-usual meal while insulin delivery was paused on the ilet and then remained above 200 mg/dl for about four hours despite resuming insulin, with blood glucose peaking at 281 mg/dl before trending down to 177 mg/dl as the pump delivered corrections. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem related to announcing a meal during an insulin pause, and an improper procedure associated with the user interface steps. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.